Manufacturer narrative:
PMA/510(k) number: p060040; p160054. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced several no external power alarms. Additional information was requested but not provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms associated with a loss of power while connected to the mpu was confirmed via the submitted log file. The submitted log file contained approximately 37 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured no external power alarms due to temporary losses of power while connected to the mpu on (B)(6) 2019 from 8:08:35 to 8:08:36, (B)(6) 2019 from 12:21:47 to 12:21:48, and (B)(6) 2019 at 8:21:00. The alarms were resolved when power from the mpu was restored. The log file also captured several no external power alarms due to both system controller power cables being disconnected; these events are addressed via (B)(4). The system controller backup battery supplied power to the system without issue during all losses of external power. The log file also captured a replace system controller alarm associated with lcd faults; this alarm is addressed via (B)(4). No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests were made to obtain additional event information (including if the cause of the loss of power was determined and if the patient has a locking ac power cord for the mpu); however, no response was received. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.